Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of an bd saf-t-intima¿ ii integrated safety IV catheter system the ¿nurse found solution leaked from the connection part between catheter and catheter hub when opened the infusion apparatus after punctured. Removed the catheter immediately.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
A sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. Our investigators noted a leak approximately 1mm from the root of the catheter, the location of the damage is in an area in the line that is checked and rejected by an automated camera. Damage on the device in this area indicates the damage occurred outside of the plant. For this reason a root cause could not be finalized. Defects of this kind are often the result of an attempted re-puncturing of a patients arms. DHR review shows mfg date of this lot is december 2015. Qty is (B)(6) in auto line #2. No abnormal records for the batch.